Event description:
The dealer states when the consumer is going up or down a ramp and puts on the brake, the chair continues to move. Additional information: the provider states the joystick is at fault with a yellow error on the joystick when the wheels did not stop while going up the ramp when letting go of the joystick. The provider alleged when this issue of the brakes not holding, the joystick allegedly erased itself but when the consumer turned the joystick off and back on, all was fine. Provider couldn¿t duplicate the issue. The end user alleged every 3 or 4 days, when the end user pushes the joystick forward, the chair will slightly surge but issue cannot be duplicated

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.